Event description:
It was reported to boston scientific (bsc) on 10/19/06 that during a polypectomy, the snare wire was twisted when deployed. The mechanism was "jerky" when closing the snare causing the physician to cut through the polyp before diathermy could be applied. There could have been a risk for bleeding, but the pt outcome was good. Bsc is not aware of any adverse effects at this time.

Manufacturer narrative:
This device is currently being evaluated by the MFR.